Event description:
It was reported the pt (B)(6) is experiencing increased sensitivity and pain in the area where her lead is located. Visual inspection of the site found that the lead is beginning to erode towards the surface. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.